Event description:
It was reported that this right ventricle (ra) lead was fractured. This ra lead was explanted and replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed the fractured of outer coil conductor. The whole lead was returned or only the proximal segment was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 155 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that this right ventricle (ra) lead was fractured. This ra lead was explanted and replaced with a different model. The lead was returned for analysis. No additional adverse patient effects were reported.